Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced stimulation in the wrong location. There was fading of stimulation strength and he had to significantly increase the amplitude from 4v to nearly 9v. There was no known accident or incident related to this complaint. He was at home in good condition. It was later reported that the patient experienced no stimulation and the impedance measurements were out of normal range. The lead was possibly damaged. The patient was going to make an appointment with his physician.